Event description:
Event description boston scientific received information that a few hours post implant of this implantable atrial pacing lead, the patient had a tamponade. In the operating room, an atrial window was created an a small amount of blood was aspirated. The physician palpated the heart and could not determine a perforation of the atrial or ventricular lead. At implant, the ejection fraction (ef) was 20% and post implant the ef was 35%. ,